Manufacturer narrative:
Patient identifier for second patient: (B)(6). All available patient information has been included. No additional patient information is available. This event is also being reported against a second suspect medical device list 08d06-29, lot 94471li00, in manufacturer report number 3002809144-2019-00435. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false nonreactive syphilis tp results for two patients when processing on the architect i2000sr. The initial result for sid (B)(6) was 0.05 s/co. The initial result for sid (B)(6) was 0.23 s/co. The samples were retested on another i2000 instrument and the results were 0.48 s/co (sid (B)(6)) and 0.19 (sid (B)(6)). Additional testing with tppa was positive for both patients. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, testing with a retained kit, and a review of product labeling. Ticket searches determined that there is a normal complaint activity for the likely cause lots. The tracking and trending report review determined that there are no adverse or non-statistical trends. No non-conformances or deviations were identified. Testing using retained reagent kits of lot number 94471li00 and 93326li00 were tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this setup did not implicate that the performance of the used lot is negatively impacted. No false non-reactive results were obtained. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified. This event was also reported in manufacturer report number 3002809144-2019-00435, for a second suspect medical device.